Event description:
The customer reported that they could not get v6 on the 12 lead ECG. There was no death or serious injury reported by the customer.

Manufacturer narrative:
The customer reported that they could not get v6 on the 12 lead ECG. There was no death or serious injury reported by the customer. The device and trunk cable were returned to philips for evaluation. A failure of the trunk cable was identified. The trunk cable was replaced.